Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella rp flex for mechanical circulatory support. It was reported there were no complications during the insertion of the impella rp flex. It was reported that during the new case start up on the automated impella controller (aic), there was an optical sensor alert. The medical team followed guidance from the onsite abiomed representative to unplug the power cord of the aic and then replug the power cord. The aic performed a self-check on startup and the alert cleared. Prior to removing the impella rp flex guidewire and starting support, the pulmonary artery (pa) placement signal was negative on the aic. The wire was not removed, and the abiomed representative called customer support for further guidance. The decision was made to remove the wire and start support. After support was initiated, the pa placement signal numbers improved and appeared to be as expected. The abiomed representative confirmed the aic readings and waveforms and the pump operated as expected. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived. The device is reportedly available for return; however, as of the time of this report the device has not yet been returned for evaluation.